Event description:
On 12/28/92 an ipp device was implanted. On 4/26/96 the cylinders and pump were revised. On 4/10/97 the cylinders and pump were removed from the pt and replaced due to cylinder erosion.